Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable events of bands failure to deploy. Imdrf device code a150103 captures the reportable events of bands premature deployment.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during an endoscopic band ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, issues were encountered with the band deployment process. When the bands were deployed, they would either fail to deploy properly, or three bands were deployed simultaneously. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.